Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted within the colon of a cancer patient on (B)(6), 2010. According to the complainant, the patient's anatomy was tortuous due to a four centimeter stricture. During the colonic stenting procedure, as the metal stent was partially deployed, the while hub handle separated and the metal stent could not be fully deployed. Five unsuccessful attempts were made to reconstrain the stent. The partially deployed stent and endoscope were removed from the patient as one. The procedure was successfully completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed. A bend was noted in the outer sheath, distal to the stainless steel shaft. The stainless steel shaft was also bent. The distal handle was detached from the outer sheath and there were numerous tears present along the proximal end of the outer sheath. There was no issue in the movement of the outer sheath proximally or distally. It was possible to retract the outer sheath by hand and deploy the stent. No issues were noted with the profile of the inner lumen or the stent. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted within the colon of a cancer patient on (B)(6), 2010. According to the complainant, the patient's anatomy was tortuous due to a four centimeter stricture. During the colonic stenting procedure, as the metal stent was partially deployed, the white hub handle separated and the metal stent could not be fully deployed. Five unsuccessful attempts were made to reconstrain the stent. The partially deployed stent and endoscope were removed from the patient as one. The procedure was successfully completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4): (stent partially deployed; unable to be reconstrained). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.